Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 6 minutes and 1 minute respectively: 1. 7.8 mmol/l and 3.4 mmol/l 2. 27.6 mmol/l and 5.1 mmol/l customer drank orange juice with added sugar after the 3.4 mmol/l result. Sets of results were taken at different times. No symptoms reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the customer no longer has the suspect strips to return.